Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and treated with injection (inj) vancomycin (1g, route and frequency not reported), inj fortum (1g, route and frequency not reported), and amikacin (125mg, route and frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unknown date, the patient recovered from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Followup information reported the patient was known to be alive and did not pass away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.